Event description:
The pt reported the line was blocked and when trying to reconnect to the second connector the pin looks like it was pushed in. The pt did not experience any adverse effects and did not take prophylactic antibiotics. No sample available.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.